Event description:
In 2006, this pt underwent a repair of a saccular aortic aneurysm of high risk of rupture with gore excluder aaa endoprostheses. Balloon angioplasty was performed on the right common iliac artery, but the iliac became disrupted. The 18fr gore introducer sheath was advanced into the right common iliac artery and an iliac extender component was implanted to treat the iliac disruption. Retrograde filling of the right hypogastric was found with angiography. Later that same day, the pt underwent urgent exploration for right retroperitoneal hemorrhage. The area treated with the iliac extender component appeared to be sealed with no antegrade extravasation from the iliac artery. Retrograde hemorrhage from the hypogastric vessel was noted. During surgery, the pt developed hypertension, bloodloss and abnormal cardiac rhythms. CPR was performed, however, the pt expired.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.